Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and application were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/22/2019, that on (B)(6) 2019, a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the reported allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.